Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was in for their four year routine follow up. It was noted that the common iliac was 1.8 cm and that there was a type ib endoleak. The cause of the endoleak was disease progression of the right common iliac. Two endurant ii limbs 16x13x156, 16x16x124 were implanted and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).